Event description:
Subsequent to the initial medwatch report the following corrected information was received: as the name of the physician was provided by the hospital, it remains unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - confirmed physician name (mr. (B)(6)) was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a prostar xl device. Reportedly, during use the device failed. The method of achieving hemostasis was not reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis; however, subsequent information revealed the device was discarded and is not available for evaluation. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.